Event description:
According to the reporter: unusual bleeding occurred from the closed stomach segment after firing the device. Another stapler was used to complete the procedure and there was no report of further issue.

Manufacturer narrative:
Initial report submitted: 08/04/2008.